Event description:
It was reported that, "the pt dislocated. The surgeon removed the current hardware of mdm construct and replaced with d trident constrained liner."

Manufacturer narrative:
It was indicated that the hospital is not willing to provide the device for eval. Add'l info has been requested and if received will be provided in a supplemental report.